Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) triggered elective replacement indicator (eri) prematurely due to increased battery impedance. The ipg remained in use, and two months later was explanted and replaced. It was also reported that upon implant of the new device, the right atrial (ra) lead impedance in bipolar mode was low and varying. The ra lead measurements results via the psa (pacing system analyzer was high in bipolar mode, and low in unipolar mode, and insulation damage and fracture of the lead was suspected. Information received suspected the ra lead was stretched during the device replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated a device check was performed and revealed ra lead (bipolar) impedance low, and noise shown via electrogram (egm). The device mode was re-programmed. The ra lead remains in use, and patient will be monitored via follow up checks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.